Event description:
Customer reported IV tubing silicone segment coming apart during infusion near upper fitment. Fluid was noted on floor. No pt harm occurred. Although requested, no further info was available.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested. The product has been requested to be returned for evaluation, but to date, has not been received. A follow up report will be submitted if further info is obtained.